Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received information that the device was electively explanted and is enroute to guidant for analysis. It was reported that at the time of the replacement procedure that the lv output had been programmed to 5.5 volts at 1.5 ms since implant.